Manufacturer narrative:
It was reported that the device posted an alarm indicating a pressure measurement error. The users reportedly observed that ventilation is ongoing but since the patient's spo2 was decreasing, it was decided to replace the device in a controlled maneuver. As per report, the spo2 value quickly returned to normal and, no patient consequences have occurred. Dräger was not involved in the examination of the device. The user facility contacted dräger for the purpose of getting a repair quotation for their finding of a failed pressure measurement module but finally decided to involve a third-party service provider. The few available facts do not allow a case-specific evaluation by dräger. Given that the user facility assigned the error condition correctly to the functional unit that had caused it, the failed component was one of the two sensors that monitor the airway pressure in the inspiratory or expiratory branch of the pneumatic circuit. If a malfunction of one of the sensors occurs, ventilation can be continued but a potentially occurring second-fault condition like airway obstruction, stenosis etc. Cannot be detected anymore. Thus, the device is designed to post a corresponding high-priority alarm and, the user is instructed per IFU to replace the device in a controlled maneuver. If this interpretation reflects fault and cause correctly, there¿s no causal connection to the observed temporary desaturation ¿ the readings of the sensors for the airway pressure are used for monitoring purposes only and are not part of the control loops in gas dosage or ventilation. The decrease of the patient¿s spo2 must have had other triggering conditions then. Finally, dräger cannot provide a reliable conclusion about the cause for the event due to the lack of information.

Event description:
It was reported that the device posted an alarm indicating a pressure measurement error. The users reportedly observed that ventilation is ongoing but since the patient's spo2 was decreasing, it was decided to replace the device in a controlled maneuver. As per report, the spo2 value quickly returned to normal and, no patient consequences have occurred.